Event description:
A report was received that a patient underwent a pocket revision beacause there was a bubble over the incision site. No infection has been suspected. The physician relocated the ipg site to a new location and the patient is reportedly doing well following the procedure.

Event description:
A report was received that a pt underwent a pocket revision because there was a "bubble" over the incision site. No infection has been suspected. The physician relocated the ipg site to a new location and the pt is reportedly doing well following the procedure.